Event description:
Reason for revision: dislocation.

Manufacturer narrative:
Examination of the reported event was not possible as they were not returned. A search of the complaints databases finds no other reports against the reported product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still in investigation. Not returned.